Event description:
It was reported to vyaire medical that the bellavista screen freezes and was unresponsive. No patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #: unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the customer was advised to replace the display to resolve the issue. However, to date, no confirmation on whether display replacement has resolved the problem. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.